Manufacturer narrative:
Submit date: 11/07/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site did not receive any samples with this customer report. Without a sample, an investigation cannot be performed and the defect cannot be confirmed. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The device history record for lot 532414x was reviewed. During the manufacturing and packaging of this lot, there were pieces visually inspected and physically tested with no defects recorded relating to this customer report. During the manufacturing of the safety syringe assemblies, there were syringes visually inspected and physically tested with zero defects recorded relating to this customer report. The device history record for the lot control and the shop order indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the assembly of this product, inspectors routinely test samples for visual defects, shield retract force, shield extend force, shield-locking torque, shield/collar spin force, and detach force. The test results are reviewed for each shop order prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The safety mechanisms will deactivate if you do not pull the shield all the way up and twist it. The instructions for use of the safety syringe are on the back of each unit box which state: immediately following injection, extend shield forward fully until click is heard. Then lock safety shield by twisting in either direction until you feel the positive stop and hear the audible snap.? The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield defects by the syringe assembly process: the manufacturing site maintains material verification processes. The cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. The molding process is validated and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machines. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The assembly machine the product is manufactured on is equipped with a vision system which inspects for missing, inverted, and bent cannula to ensure the cannula are within specified limits. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly. Because a sample was not provided, a true root cause cannot be assigned. With the customer account, it appears as though some misuse of product could have contributed to the report. The instruction for use included on the unit carton for all product states: keep fingers away from open end of safety shield at all times. When customer states ¿employee reached over top of the syringe with non-dominant hand to engage safety device,¿ it implies that the customer reached over the open side of the safety shield to engage the product. Best practice and intended use would urge users to keep one hand on the finger flange of the syringe while the second hand engages the safety shield from the bottom of the shield to avoid any potential contact with the needle. All product specifications were met at time of production and all testing met acceptance criteria. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 09/08/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. Customer reports that an employee sustained a needle stick injury when the employee reached over top of the syringe with the non dominant hand to engage the safety device. The shield must be manually slid over top of the needle using both hands. Does not slide easily with one hand. The needle in question had just been used on a patient, so was contaminated. The injury was sustained in the non dominant hand by the nurse administering the insulin following the administration as she used the non dominant hand to engage the safety device. As a result of the needle stick, the post-exposure protocol was followed. Baseline blood work was obtained on the worker and the employee. To date the results of these tests have been negative and will continue at prescribed intervals for the employee. The needle shield was not easily moved and after the injury occurred, the used needle was discarded into the sharps container at hand with the shield unengaged.